Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: 4092 lead implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead exhibited myopotential oversensing. Provocative testing in the clinic recreated the oversensing and so it was suspected that the lead experienced insulation degradation. The lead remains in use with plans to reprogram at the next office visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.